Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant estimated as (B)(6) 2005. (B)(4). There were no reported product deficiencies. The reported patient effects of ischemia and surgical procedure (coronary artery bypass graft) are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. It should be noted that the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Article attached: everolimus versus sirolimus-eluting stents for the treatment of sirolimus-eluting stent restenosis.

Event description:
This event was captured based on review of the article: everolimus versus sirolimus-eluting stents for the treatment of sirolimus-eluting stent restenosis. It was reported that this is a single center study which ran from may 2005 to january 2011 and consisted of 156 patients with at least one sirolimus-eluting restenosis coronary lesion treated with everolimus-eluting stents or sirolimus-eluting stents. Of the 156 patients 39 were treated with everolimus-eluting stents. Clinical outcomes were as follows: 7.7% ischemia driven target lesion revascularization; 2.6% coronary artery bypass graft; no additional information was provided.